Manufacturer narrative:
Reported event of fiber broke. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an accumax laser fiber was used during a cysto stone removal with holmium laser procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the laser fiber broke into half. No fiber fragment fell inside the patient. The procedure was completed with another accumax laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
One accumax 200 laser fiber was received for evaluation. Visual examination of the returned laser fiber revealed that the exposed glass tip measured 3.5mm and appeared unused. The fiber was returned in two pieces, a 132cm piece which included the sma connector and a 183cm piece which included the glass fiber tip. Burn marks and melting were evident on the fiber coating adjacent to the fiber break points on both pieces. The condition of the returned device confirms the reported event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (b)(46) 2015 that an accumax laser fiber was used during a cysto stone removal with holmium laser procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the laser fiber broke into half. No fiber fragment fell inside the patient. The procedure was completed with another accumax laser fiber. There were no patient complications reported as a result of this event.